Event description:
On (B)(6) 2026, a patient sought medical attention while wearing the pod on the skin for between 36 and 48 hours. According to the patient¿s spouse, the patient experienced elevated blood glucose levels reported as over 500 mg/dl despite bolusing. Due to the elevated glucose levels, the patient was unable to proceed with a scheduled chemotherapy infusion, which was subsequently rescheduled. The patient did not present to the emergency department or hospital. The patient received intravenous fluids (medication names unknown) while present at an infusion center, where the patient was already scheduled to receive cancer treatment. The total duration of care was reported as approximately four hours before being discharged. No formal diagnosis was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported infusion center visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.